Manufacturer narrative:
Product description updated. After a stent was deployed in the target lesion, a powerflexpro 6 mm 10 cm 80 balloon catheter was delivered to the lesion for post dilatation. The powerflex pro was inflated and it ruptured. Therefore it was replaced with a new powerflex pro of a different size. The procedure finished successfully. There was no reported patient injury. The target lesion was the iliac artery. The lesion was moderately calcified. The patient¿s information, vessel level of tortuosity and rate of stenosis is unknown. There was no difficulty encountered when removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. The device prepped normally it maintain negative pressure. No kinks or other damages were noted prior to inserting the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After a stent was deployed in the target lesion, a powerflex pro 6mm x 10cm 135cm balloon catheter was delivered to the lesion for post dilatation. The powerflex pro was inflated and it ruptured. Therefore it was replaced with a new powerflex pro of a different size. The procedure finished successfully. There was no reported patient injury. The target lesion was the iliac artery. The lesion was moderately calcified. The patient¿s information, vessel level of tortuosity and rate of stenosis is unknown. There was no difficulty encountered when removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. The device prepped normally it maintain negative pressure. No kinks or other damages were noted prior to inserting the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17305605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after a stent was deployed in the target lesion, a power flex pro 6mm 10cm 135 was delivered to the lesion for post dilatation.  The power flex pro was inflated and it ruptured. Therefore, it was replaced with a new power flex pro of a different size. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis due to the patient has an infectious disease.  The target lesion was the iliac artery. The lesion was moderately calcified.  The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown.  There was no difficulty encountered when removing the product from the hoop.  There was no difficulty removing the protective balloon cover.  There was no difficulty encountered when removing the stylet or any of the sterile packaging components.  The device prepped normally it maintain negative pressure.  No kinks or other damages were noted prior to inserting the product into the patient.    The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown.